Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room for syncope, it was noted that this was not believed to be related to the device. The pulse generator exhibited a diagnostics anomaly. The device was reprogrammed and the patient was fine when discharged.